Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter hmx hematology analyzer with autoloader. The volume of the leak was about 5 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, goggles and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous results were generated for this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and discovered a hole in the tubing through pinch valve (pv43). The pinch valve (pv43) opens drain path from low vacuum and waste chamber (vc1). The fse replaced the tubing and the leak was fixed. The repairs were verified per established procedures. Failure mode was attributed to a hole in the tubing through pinch valve (pv43). (B)(4).